Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This report is being submitted to correct device codes (h6) device manufacturing only.

Event description:
It was reported that technical services (ts) was contacted to review the presenting electrogram (egm) stored in this pacemaker as the patient experienced atrial flutter with undersensing. Upon review of the available information undersensing due to cross chamber blanking was noted. In addition, possible atrial bigeminy was noted in the egm. Further evaluation to confirm appropriate atrial capture was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted to review the presenting electrogram (egm) stored in this pacemaker as the patient experienced atrial flutter with undersensing. Upon review of the available information undersensing due to cross chamber blanking was noted. In addition, possible atrial bigeminy was noted in the egm. Further evaluation to confirm appropriate atrial capture was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.